Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of hemolysis/mechanical interaction with blood was most likely due to pump was not in proper position since clinical team confirmed hemolysis was improved after repositioning of the pump.

Event description:
An impella cp was inserted via the femoral access site in a male patient of 82 years for the indication of cardiomyopathy, presenting in scai stage d shock. The patient's underlying medical history was not shared. On the day of the pump implant there was a concern of hemolysis. The urine was amber in color with some clots observed. The impella pump was repositioned and clearing took place, however on the next day the pump was explanted and escalated to an impella 5.5 pump. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.